Manufacturer narrative:
Image review: transthoracic echocardiogram (tte) imaging provided from date of service (dos) 2024-jul-17. The evolut implant appeared deep. Echogenic structure were identified inside the evolut frame, possible tissue/mass/ thrombus. The aortic valve mean gradient was 26.05 millimeters of mercury (mm hg) and the vmax was 3.5 m/s. Moderate aortic insufficiency with an eccentric jet and directed posterior was observed. The posterior mitral valve leaflet was calcified with decreased mobility. Moderate mitral regurgitation (mr) and mild tricuspid regurgitation (tr) were identified. A pacer wire was seen in the right atrium (ra) and right ventricle (rv). A mobile structure was seen on ra pacer wire. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the final implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) of the first transcatheter bioprosthetic valve, was 7.9 millimeter (mm) and 9.2 mm respectively. Heparin was utilized during the implant procedure. Following the implant of the first valve, aspirin was prescribed for life and clopidogrel was administered for three months. Symptoms experienced from the leaflet thrombosis included chest pain, dyspnea and orthopnea. When the thrombus was detected, the peak gradient was 52 millimeter (mmhg) and the mean gradient was 32 mmhg. The patient did not have any pre-existing coagulopathy issues or other blood disorders. The second valve utilized in the valve-in-valve procedure was a non-medtronic valve. Per the physician, the flebitis of the right arm was not related to the thrombus of the valve. The event resolved without sequelae.

Manufacturer narrative:
Updated data: b5; h6 - annex e, annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately six years and six months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to a dysfunctional valve and cardiac failure, due to subclinical leaflet thrombosis. The peak gradient was measured at 3.7 meters per second (m/s). Medication was provided and included acenocoumarol and bumetanide. The event was complicated by flebitis of the right arm and was treated with flucloxacilline for seven days. The patient was discharged in good condition. Approximately five weeks later, the patient was rehospitalized for cardiac failure and required a valve-in-valve implant. Per the physician, the event was related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.